Event description:
Provider states wiring harness is bad; the chair keeps cutting out going over a threshold, no property damage or injury alleged, chair is in a residential home, no further information provided.